Manufacturer narrative:
Sc-1232 (sn: (B)(6)): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients implantable pulse generator (ipg) has not been taking a charge and would not connect to a remote control. No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) has not been taking a charge and would not connect to a remote control. No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks ago from the date the manufacturer was made aware.